Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found due to damage on the charged coupled device unit and due to damage on circuit board of the video plug section an e218 (scope malfunction error) occurred. In addition the device evaluation found: the adhesive around the objective lens was peeled; the video connector had a scratch; the video connector had a crack; the adhesive on the bending section cover had a chip; the connector had deformation or breakage; due to damage on charged coupled device unit, a noise image occurred; and due to wear of lock engagement lever, the bending section could not be fixed firmly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope's image did not appear. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the problem is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.